Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed that the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking and the valve was torn. In conclusion, the reported issue of air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed that the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking and the valve was torn. Also, the tissue attachment was a clinical issue encountered during the procedure. In conclusion, the reported issue of air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, there was air ingress during aspiration of the sheath. Also, it was observed that patient tissue was attached to the sheath after removal for replacement. The procedure was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.